Event description:
It was reported during the implant attempt that the lead would not track into the vessel. The lead was not used and the physician chose a different lead which was implanted. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.